Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implant prior to her current implant (around 2007) was removed after approximately 6 months because it was ¿defective.¿ the patient was not 100% sure ¿what it was.¿ additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.